Event description:
Acct. Reports "product used in emergency dept. End user has witnessed leaking at both bottom joint (underside of stopcock) and bond where heplock is screwed on. No pt. Injury reported. Two lot numbers were initially reported, but lot numbers were unable to be identified when product returned, therefore samples entered as na01.